Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 319.006, synthes lot # h363283, supplier lot # h363283, release to warehouse date: 22 nov 2017, supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure, the needle dismantled from the body of the depth gauge. No further information provided. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation flow: device interaction/functional. Visual inspection: the depth gauge (p/n: 319.006, lot number: h363283) was received at us cq. Visual inspection of the complaint device showed the needle is loose and wiggling in its socket and it appears that the threaded portion is not entirely screwed into the mating hole. The protection sleeve was not returned. No other defects were identified. Functional test: a functional assessment was performed on the device, and the needle of the device is loose and not fully screwed into the mating hole in the shaft. An attempt was made to screw the needle farther in but was unsuccessful. The complaint was able to be replicated. Complaint not confirmed. Document/specification review: 319_006 rev p (current) and rev m (manufactured) were reviewed. 319_006_3 rev e (current and manufactured) was also reviewed. No design issues or discrepancies were identified. Investigation conclusion: this overall complaint condition is confirmed. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.